Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: error message and burning smell. In order to solve it, patient bridge (containing the stirrer motor) and main circuit board (cpu) were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed no similar event since unit installation in 2019. Based on the available information and taking into account the review of similar events, the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions). This required a power overload to work, which could have resulted in an over-current that ultimately caused damage to involved board replaced.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message related to a pump/stirring mechanism that uses too much power. In addition, there was a burning smell. The unit was replaced by the customer. The issue occurred during maintenance activity. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.